Manufacturer narrative:
If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. (B)(6). It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, the intraocular lens (model zxr00 +19.0 diopter) was missing, when the lens case was opened. Reportedly, the surgery had to be stopped mid-way for 1.5 hours until the replacement lens was provided for the surgery. The surgery results were reported as satisfactory. Additional information was received and it was learnt that the phaco emulsification procedure had been completed when they found that there was no lens in the lens case. The patient was brought to another room (covering the operated eye with a bandage). After one and half hours, they brought the patient back to the operating theater, applied an anesthesia, and then implanted the back-up lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.